Manufacturer narrative:
It is not known what role, if any, the lava ultimate may have played in the reported outcome. Other factors, such as prior tooth history, may have played a role in the outcome.

Event description:
On (B)(6) 2016, a dental professional reported the case of a (B)(6) female patient who required root canal therapy on tooth #18. This tooth had a lava ultimate cad/cam restorative for cerec crown that had been placed on (B)(6) 2013. The crown is reported to have debonded three times (dates not provided to 3m) and on (B)(6) 2016, decay was noted and the root canal performed.